Manufacturer narrative:
The reported complaint of failing rate accuracy was confirmed as a rate calibration issue. ¿ review of the suspect device error log showed no recent errors were recorded. ¿ review of the suspect device event log showed, prior to the issue being reported, the suspect device was attached to pcu (sn (B)(4) and was in maintenance mode on 2 april 2020. ¿ inspection of the suspect device showed no anomalies with the pumping mechanism. ¿ testing performed on the returned pump module found the device failing asm rate accuracy. ¿ review of the source device data showed the device was calibrated within specification at the time of production. This indicates the device was improperly calibrated in the field. ¿ after the device was calibrated using alaris system maintenance, the suspect device was operating within specification. ¿ the device was reported as not being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Accuracy - high (volume, temp, pressure). Motor control board- component failure. It was reported that the device had a high accuracy failure.